Event description:
Additional info received from the reporter on 06/26/2014: update on 2014-06-18: I was unable to have my tubes removed on (B)(6) 2014. My doctor stated that my left essure coil was not behind my uterus, but was embedded in my uterus and she was unable to remove it. She also stated that she was unable to see my right coil due to so much scar tissue on my uterus that the scar tissue had sandwiched from the top of my uterus to the bottom of my uterus. The ring from my tubal ligation on my left coil was also found embedded in my uterus as well. Therefore my doctor aborted my surgery on (B)(6) 2013. I was scheduled for a hysterectomy on (B)(6) 2014. I am currently 5 days post surgery. I am in pain from surgery, but feel 100% better since essure was removed from me. Before my surgery, I was so bloated that I looked pregnant and could not see my feet. Since my hysterectomy where essure was removed, I can see my feet again. Long term side effects of having essure in my body and removed are still unknown.

Event description:
Well I don't really know where to begin. My husband and I had our first child 21yrs ago. 18 yrs later we were surprised to hear that our oldest son was going to have a sibling. I had my second child when I was (B)(6) yrs old. He was born in sept of 2010. Essure was introduced to me by my ob-gyn in (B)(6) of that same year. I did my research at that time and there was not much out there at the time about complications. I agreed to have it done. It was done in (B)(6) 2010. After the procedure was done, my doc told me that one was successfully implanted and the other was not. (I could not remember about whether it was left or right). I asked what we could do about it at that time and she stated nothing. She scheduled for me to have laparoscopic tubal ligation a few months later and it was done. Ever since (B)(6) 2010, I had been experiencing bad abdominal cramps, especially around my cycle times. Before essure, I rarely ever has a menstrual cramp. My cycles post essure were also clotty. I have a high pain tolerance, so I just managed to live life with the pain. Unfortunately, my pain kept getting worse instead of better. I started requiring to have to take pain meds during my cycles. This progressed to pain medication needing to be taken more often (not just around cycle times) because my pelvic/abdominal pain kept increasing. My pain progressed to where I required bed rest a lot in the evenings after working because my pain kept getting worse. (Thank god for a sister who was able to watch my little one.) I progressed to having to take oxycodone around my cycles times to pain medication needed daily due to my pain. Fast forward to present day, my last three cycles had been extremely painful with ongoing pelvic pain that has not ceased. My left side has always been more painful than my right, but my right side is definitely painful too. I've also had left leg pain from my thigh to my ankle. Recently, after my left thigh started to swell, I finally googled to see if there had been any complaints about essure, and I found this sight. I immediately called the ob-gyn and she was able to see me the same day. I told her about all of my pain, including my leg pain and swelling and she stated that she didn't think that the leg pain was related. I told her that I thought it was related because every time that my pelvic pain throbs, it radiates to my thigh. They did an ultra-sound and saw that the right coil was in place and the left coil could not be seen. I have been scheduled for some pre-op workup on the (B)(6) and will have surgery on (B)(6). Just wanted to share my experience. (B)(4). Update on (B)(6) 2014: I had my second child at (B)(6) years old, not (B)(6). Other side effects to list: intermittent blurry vision, bloatedness, intermittent numbness/tingleness in arms, fingers often swell overnight update on (B)(6) 2014: I also want to add memory loss as a side effect. I've had problems with being in a familiar place (for example....the elevator of my job). I can't get off the elevator and for a brief moment, nothing looks familiar to me. This has also happened while I am driving and in parking lots.